Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a photo of the affected device was returned for evaluation. A photo inspection showed the reported defect of a needle in the device's blisterpack. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6189386. A production review revealed no maintenance machine stops that could be related to the defect in question. Conclusion: although the customer's photo showed the reported defect, an absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes that a possible cause could be related to incorrect line cleaning in the operation change of the packaging machine but this is not confirmed. Corrective or preventive actions will not be proposed since there is no confirmation of the defect. (B)(4).

Event description:
It was reported that as a distributor was separating bd plastipak?¿ 1ml insulin syringes, one of the syringes had a needle in one of the device's blister packs without a protective cap and he obtained a needle stick injury. There was no report of medical intervention.